Event description:
It was reported that following a loss of power at the user facility, 8 (eight) pts lost communication with the central station. Pt monitoring was lost for approx 6 (six) hours. Pts were reportedly monitored by nursing staff during this time. No injury or delay in treatment was reported. It was subsequently discovered that the ats (apex pro telemetry server) was shut down. The ats was connected to a ups (uninterruptible power supply) at the time of failure. The issue was corrected by resetting the circuit breaker on the ats and rebooting the system. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.

Manufacturer narrative:
The exact date of the event is unk at this time. Serial number is unk at this time. The initial reporter occupation is unk at this time. Device MFR date is unk at this time.